Manufacturer narrative:
Date of event: exact date unknown, event occurred for quite some time.

Event description:
It was reported that the patients ipg was nonfunctional. It was also reported that the location of the pocket made it difficult for the patient to sit when charging. The patient underwent a revision procedure wherein the ipg was replaced and the pocket was adjusted. The patient was doing well postoperatively and the explanted ipg was not returned as it was kept by the medical facility.